Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in sif-q180 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in sif-q180 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following; grip has a scratch; suction cylinder has no color; air/water cylinder has no color; switch box has a scratch; right/left knob has a scratch; air/water cylinder has foreign objects; label on scope connector is damaged; due to burn on distal end plastic cover, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; air/water tube has foreign objects; distal end plastic cover has a chip; objective lens has a scratch; light guide has a scratch; and connecting tube has a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis exera ii small intestinal videoscope, bowden cable loose/torn. The issue occurred during the procedure. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that a whitish foreign material was found inside the air/water tube and air/water cylinder. This report is being submitted to capture the reportable malfunction found during evaluation.